Event description:
It was reported that the patient had an mca m1 segment aneurysm, and stent-assisted coil embolization was planned. After the microcatheter was super-selected to the target position, the physician chose the subject stent. After flush was completed in vitro, the physician connected the introducing sheath to the microcatheter hub, locked the rhv, and slowly advanced the subject stent to the target position. During microcatheter withdrawal to deploy the subject stent, the subject stent tip failed to open. For procedural safety, the physician withdrew the microcatheter and stent together. The subject stent was then pushed out of the microcatheter on the table, and the stent deployed outside the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.